Event description:
It was reported that during a rotator cuff repair, the suture would not advance. It was then discovered that the trap door of the scorpion was missing. The metal fragment was visible under x-ray within the cuff tissue. The surgeon decided to leave the part in the patient to avoid another incision and additional damage to the tissue.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected for evaluation but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. Based on the information provided, the most likely cause(s) of this event is user mechanical damage from dropping the device or hitting the device against another device. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.